Event description:
Information received from the field does not address the patient's clinical status but notes that during the implant procedure, oversensing occurred while the device was in the physician's hand with the etched side facing up. When the physician turned the generator over so that the etched side was facing down, the device exhibited normal function. The oversensing could not be reproduced with lead manipulation or when connected to a pacemaker system analyzer.